Event description:
Procedure type: laparoscopic colon. According to the reporter: the jaws of the device would not open. The doctor had to apply another load to remove it.

Manufacturer narrative:
(B)(4).